Event description:
The event is reported as: the customer alleges that complications occurred when positioning the endobronchial tube. The customer reports that the endobronchial tube displaces easily and there is a leak in the course of respiration. The customer reported that tracheal injuries occurred and the condition of the pt is ok.

Manufacturer narrative:
The results of the investigation are incomplete at the time of this report.